Event description:
It was reported that the user received a ¿sensor already in use¿ alert when attempting to connect a freestyle libre 3 plus sensor to the ilet system, and the user was transferred to the sensor manufacturer for support and possible replacement. Symptoms included no adverse clinical effects and no reported alerts or alarms from the ilet pump. Outcomes included no impact on health and no need for medical care. Investigation included complaint intake, user education on the alert meaning, and referral to the sensor manufacturer for product assessment. Investigation of this case revealed that the ilet detected a cgm sensor already paired to another device, consistent with a sensor assignment or pairing conflict external to the ilet and not indicative of a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user or external device pairing to the cgm sensor, resulting in incompatibility for concurrent use with the ilet.